Event description:
It has been reported to philips that the device's footswitch pedal was sticking, which can impact imaging. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The procedure was completed as planned by using the same foot pedal. There was unintended x-ray activation which had eventually stopped by itself. A philips remote service engineer (rse) inspected the system remotely and connected with the customer for debriefing the issue and the customer was not sure if foot pedal was sticking. A philips field service engineer (fse) inspected the system onsite and rebooted the system and confirmed that the footswitch was slow to respond, when the footswitch was in "on" position. The footswitch was replaced to resolve the issue and was returned to philips for further analysis. The failure analysis did not identify a root cause for the customer's reported problem. After the footswitch was replaced, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, the complaint has been reviewed which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The event of accidental radiation occurrence was reported in the q2 2024 aro summary report (us FDA reference: cor24000152).

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was completed as planned by using the same foot pedal. There was unintended x-ray activation which had eventually stopped by itself. A philips remote service engineer (rse) inspected the system remotely and connected with the customer for debriefing the issue and the customer was not sure if foot pedal was sticking. A philips field service engineer (fse) inspected the system onsite and rebooted the system and confirmed that the footswitch was slow to respond, when the footswitch was in "on" position. The footswitch was replaced to resolve the issue and was returned to philips for further analysis. The failure analysis indicated that the wired foot pedal cable had isolation damage, the bracket was loose, anti-slip rubbers were missing and the pedal showed intermittent failure when trying to connect with control room connection box.technical analysis concluded that this was not sticky foot pedal and was an intermittent issue with the exposure pedal. After the footswitch was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.